Manufacturer narrative:
The returned devices were analyzed, and the allegation of infection was confirmed. The devices passed visual inspection and exhibited normal device characteristics. A labelling review found that the reported event is a known risk with the use of deep brain stimulation.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an allergic reaction to their sutures, developed a fever, and purulent discharge. They physician assessed that the patient had developed an infection at the implantable pulse generator (ipg) pocket and the skull incision sites. The patient was hospitalized, and their dbs system was explanted 48 days post implant procedure. A culture was taken that revealed that the patient had developed staphylococcus aureus. The patient was administered antibiotics and was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: 7116758. Product family: upn: m365db4600c0 model: db-4600c batch: 32585841 product family: dbs-lead fixation upn: m365db4600c0 model: db-4600c batch: 32585841.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an allergic reaction to their sutures, developed a fever, and purulent discharge. They physician assessed that the patient had developed an infection at the implantable pulse generator (ipg) pocket and the skull incision sites. The patient was hospitalized, and their dbs system was explanted 48 days post implant procedure. A culture was taken that revealed that the patient had developed staphylococcus aureus. The patient was administered antibiotics and was doing well postoperatively.